Event description:
It was reported that the central venous catheter was placed in the pt in 2006. Thirty-seven days later, a retained guidewire was discovered and removed in the radiology dept under local anesthesia. The entire guidewire was intact. There were no pt complications reported.